Manufacturer narrative:
The oad and guidewire were returned for evaluation. The initial visual and tactile examination of the handle assembly, saline sheath, and driveshaft revealed the saline sheath and driveshaft to have been cut from the handle assembly. Further examination did not reveal any damage that would have contributed to the reported event. The initial visual and tactile examination of the guide wire revealed the spring tip to have been fractured off at the proximal solder bond. The proximal solder bond exhibited damage consistent with the driveshaft tip bushing having come into contact with the spring tip. The control knob traveled smoothly and the remaining driveshaft section could be seen moving at a 1:1 ratio with the movement of the control knob. An in-house test wire was loaded through the device without resistance. The oad speeds were tested and the device spun during all three speeds low, medium, and at high with no abnormalities observed. The device was turned on and off numerous times with no issues observed. Based on the device analysis, the root cause of the reported event could not be confirmed.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a perforation occurred and a portion of the wire became detached. When the csi orbital atherectomy device (oad) was advanced to treat a heavily calcified lesion, the crown became stuck in the lateral plantar artery and the tip of the guidewire became detached. A non-csi catheter and guidewire, and balloon were inserted, however the balloon was unable to be advanced around the heel bend. Imaging was performed and a perforation was noted. Surgery was completed to remove the oad and the guidewire tip, and a bypass was performed. The patient was stable following the procedure.